Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed volume accuracy test. There was no patient involvement, and no patient harm/adverse event reported."

Manufacturer narrative:
One device was returned for repair in overall good condition. The device has not previously been repaired. Complaint of device failing volumetric accuracy testing was not confirmed. Device underwent preventive maintenance, passing both functional and accuracy testing.